Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole, k-wire and a screw was placed in the patient's spine in a different position than desired with navigation involved, although as per the information currently available to brainlab, the deviation of the spine screw placed with the aid of navigation was detected by the surgeon with an intra-operative CT before finalizing the surgery, and the placement was corrected with navigation at the very same surgery. There was no harm nor negative effect to the patient reported to brainlab due to the deviating initial placement, also not due to the surgery/anesthesia prolong for the re-placement of the one spine screw. There were further no remedial actions reported for the patient done, necessary or planned. Also hospitalization was not reported prolonged. Brainlab could not retrieve the confirmation by the hospital (clinicians) regarding the patient outcome. H6: the device evaluation is currently pending necessary clarifications of the surgical procedure. Brainlab intends to issue a follow-up report upon completion of the device evaluation.

Event description:
An open surgery on the lumbar spine for a transforaminal lumbar interbody fusion (tlif) of vertebrae l3 to l5, with intended placement of 6 vertebra screws bilateral, was performed with the aid of the display by the brainlab spine&trauma navigation 2.0. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l5. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration, and accepted the accuracy to proceed. Starting with right l3, used the navigated pedicle access needle (pan) with instrument position display on the patient scan to determine and pre-plan the screw trajectory in the vertebra, and to create the pilot hole, the path for the screw. Inserted a k-wire through the guide tube of the pan into the pilot hole. Calibrated a non-brainlab tap to the navigation for instrument position display on the patient scan, and threaded the pilot hole following the k-wire. Also calibrated a non brainlab screwdriver to the navigation, and placed the spine screw into the pilot hole following the k-wire. After all 6 screws were placed with this navigated method, acquired a verification intra-op CT scan, with automatic image registration to navigation, and determined that 1 of the screws, at right l4, deviated from its intended position. Decided to remove this deviating spine screw, and re-placed to its correct position using the verification CT scan with automatic registration and with the same navigated method as before. Completed the surgery and closed the patient. Brainlab could not retrieve the confirmation by the hospital (clinicians) regarding the patient outcome. As per the information currently available to brainlab, the deviation of the spine screw placed with the aid of navigation was detected by the surgeon with an intra-operative CT before finalizing the surgery, and the placement was corrected with navigation at the very same surgery. There was no harm nor negative effect to the patient reported to brainlab due to the deviating initial placement, also not due to the surgery/anesthesia prolong for the re-placement of the one spine screw. There were further no remedial actions reported for the patient done, necessary or planned. Also hospitalization was not reported prolonged.

Event description:
An open surgery on the lumbar spine for a transforaminal lumbar interbody fusion (tlif) of vertebrae l3 to l5, with intended placement of 6 vertebra screws bilateral, was performed with the aid of the display by the brainlab spine&trauma navigation 2.0. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l5. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration to navigation on the actual patient anatomy, and accepted the accuracy to proceed. Starting with right l3, used the navigated drill guide 3.2mm with instrument position display on the patient scan to determine the screw trajectory in the vertebra, and to drill the cortical opening through it. Inserted the navigated pedicle access needle (pan) into the cortical opening to create the pilot hole, the path for the screw, and with the trocar of the pan halfway in the vertebra, saved the screw projection of the currently applied trajectory to plan the screw's final position. Inserted a k-wire through the guide tube of the pan into the pilot hole, and checked the position of the k-wire in the navigation display with the navigated pointer. Used a non-brainlab tap without navigation to thread the pilot hole just following the k-wire. Calibrated a non brainlab screwdriver to the navigation for instrument position display, and placed the spine screw into the pilot hole following the k-wire. After all 6 screws were placed with this navigated method, acquired a verification intra-op CT scan, with automatic image registration to navigation, and determined that 1 of the screws, at right l5, deviated from its intended position. Decided to remove this deviating spine screw, and re-placed to its correct position using the verification CT scan with automatic registration and with the same navigated method as before. Completed the surgery successfully as intended and closed the patient. According to the hospital (clinician -rn): the deviation of the spine screw placed with the aid of navigation was detected by the surgeon with an intra-operative CT before finalizing the surgery, and the placement was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to the surgery/anesthesia prolong of ca. 20min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole, k-wire and a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital (clinician -rn): the deviation of the spine screw placed with the aid of navigation was detected by the surgeon with an intra-operative CT before finalizing the surgery, and the placement was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to the surgery/anesthesia prolong of ca. 20min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the spine screw placed with the aid of navigation in the right l5 vertebra deviating by ca. 14mm in the cranial direction from its intended location, is: temporary movements of the navigation reference array during the procedure in relation to the patient anatomy, due to inadvertent forces applied to the reference array during the surgery and before the affected right l5 instrumentations at the spine from skin push/pull, in combination with an insufficiently rigid fixation on the spinous process by the user. Image data provided by the hospital from this surgery show the clamp in this case to be fixated on the caudal end of the spinous process of l5, in close proximity to the skin at the apex of the incision. Due to this, pressure applied to the spine during instrumentation caused skin contact with the reference array, thereby moving it temporarily. Additionally, the navigation array clamp was not completely engaged to the bone of the spinous process by the user as required for a sufficiently rigid fixation. As per the log files provided of this surgery, the navigation software displayed a navigation reference array movement warning to the user during the surgery, at the time of instrumenting right l5, indicating the occurrence of array movement. The navigation accuracy was correspondingly checked by the user after the warning, as anatomy point acquisitions in the log files show, and apparently the accuracy was still deemed acceptable by the user to proceed. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation between the location of the registered pre-placement patient image scan in the navigation display and the actual patient anatomy during the surgery was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery, before and during the invasive spine instrumentations at right l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.